Event description:
It was reported that this (B)(6) wavewriter alpha prime 16 implantable pulse generator (ipg) kit was replaced due to end of life (eol) notification within less than two years since implant, replacement went as planned. Device will not return because it was discarded during surgery. The patient is doing well post operatively. The sales representative successfully re-established the patient's therapy, satisfactorily covering the pain, therefore the patient is pleased, no stimulation issues or high impedance were reported. Electrocautery was not used. The patient is not a high frequency user.